Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309657 batch#: 4197072 it was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Syringes have debris on the inside cannot use vndr item#: 309657 lot#: 4197072 po#1: 23965541.

Manufacturer narrative:
Correction: based on investigation results, this complaint is no longer reportable. The reported foreign matter was silicone which is part of the manufacturing process and the amount of silicone found was within specification. Investigation results: twenty samples were received by our quality team for evaluation. Visual inspection was conducted on all of the samples and no foreign matter could be observed. Two of the samples were then sent for additional testing to determine if there was any foreign matter in the fluid pathway that was missed. This testing determined the only substance that was present was silicone which is a medical grade lubricant and a component of the manufacturing process. This does not put the user's safety at risk nor does it affect the functionality of the syringe. The amount of silicone on the syringe was in specification. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. This incident has been added to our database of reported incidents.